Event description:
It was reported that the rv lead was explanted due to oversensing noise and one inappropriate shock delivered. An impedance increase from 560 to 1200 ohms and diaphragmatic stimulation were also reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other : it was reported that the rv lead was explanted due to oversensing noise and one inappropriate shock delivered. An impedance increase from 560 to 1200 ohms and diaphragmatic stimulation were also reported. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, interference, oversensing, shock, inappropriate.